Event description:
An angio-seal device was inserted without reported difficulties. Later that day, a hematoma was found, followed by bleeding. Immediate operative intervention was necessary. The surgeon found an open puncture site, both the anchor and collagen could not be located. Surgical transfusion was necessary. The pt has been released and is reportedly in satisfactory condition. It was reported that the physician does not believe that the incident was caused by the device.